Event description:
Doxorubricin was infusing into a right upper arm peripherally inserted central catheter. Medication was hung at 1410 and was infusing without difficulty at 22cc/hr (continual infusion ordered). Went into patient's room at approx 1805 to check on him and he said that his IV was leaking. I inspected the IV and noticed the tape (taping the clave site, chemotherapy policy) was wet and that his pillow and gown had a few pink spots. (Medication was pink/red). Patient states he had felt it wet for a little while and that it was dripping on his right arm. After examining the tubing at the leak site I found it was leaking from where the tubing actually meets the back of the clave. The clave was in correctly and tight. I flushed the tube and that is where it was leaking from (not where it screws into the site).